Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the proximal end of a penumbra system ace 68 reperfusion catheter (ace68) was kinked while advancing it into a non-penumbra catheter. The damage to the ace68 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new ace68.